Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3888-45, lot# v804748, implanted: (B)(6) 2013, product type lead; product ID 3888-33, lot# v882270, implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the stimulation turns up on its own. The patient would be at 5.5 volts and later they would be at 7.5 volts. Patient did note they had adaptive stimulation. Patient noted they were having a surgical procedure to have an additional lead inserted. The patient was unclear about what exactly was happening. The patient did note the number 7 electrode was ¿out of commission.¿ the patient also noted ¿18 leads in their body.¿ additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.